Manufacturer narrative:
Correction: b5 has been updated with additional information as this report is a duplicate of manufacturer report # 3004774118-2021-00147.

Event description:
Update: this report has been identified to be a duplicate of manufacturer report # 3004774118-2021-00147.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that 2 ozark screws and the locking mechanism of an ozark plate broke 6 months post-operatively. Revision surgery has not been scheduled nor performed at this time. This report captures the first of two screws.